Event description:
Additional information received 03dec2024: the 3-year visit imaging shows no endoleak and no new medical problems or adverse events since last visit.

Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for this pr# is no longer reportable. The procedure-related 'unknown type endoleak' is assessed to be a transient endoleak related to the use of anticoagulants and/or that the vessel and stent did not have time to conform. The events is assumed to be a procedure-related endoleak not requiring additional/adjunctive procedure that has disappeared and is therefore an incidental radiologic findings/inherent side-effect to the procedure (i.e., anticoagulation during procedure, conformance process between vessel and stent graft). The event is therefore no longer considered reportable. Summary of investigational findings: an unknown type of endoleak noted during procedure angiography. No secondary intervention was performed to treat the endoleak. Despite efforts to obtain clarification and additional information this was not provided. The report of the endoleak as 'unknown' is considered a sign that leakage is evident at the follow-up, but that there is doubt where the leak is. Therefore, based on the information provided only it would be inappropriate to speculate at what may or may have not caused any type of an unknown endoleak. There are adequate controls in place to ensure that the type of device was manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref (B)(4). G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description according to study, wce-1713: zenith alpha thoracic post market retrospective study: an unknown type endoleak was noted on procedure angiography. On (B)(6) 2020, the patient was routinely treated for saccular thoracic aortic aneurysm with placement of a zta-p-42-225. No adverse events were reported during the procedure. Procedure angiography revealed an unknown type of endoleak. Request regarding the type of endoleak has been queried. Patient outcome: no secondary intervention was performed.